Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to uterine prolapse, severe cystocele and moderate rectocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revision/removal (areas of protruding mesh were resected sharply) on (B)(6) 2006 due to mesh protrusion. It was reported that patient underwent mesh revision on (B)(6) 2007 due to abnormal granulation tissue. It was reported that patient underwent mesh removal on (B)(6) 2001 due to mesh erosion causing infection and discharge. (B)(4).